Manufacturer narrative:
Mindray service representatives reprogrammed the units and resolved the issue.

Event description:
Customer reported the panorama telepack would not communicate with the panoroma central station which may have resulted in a loss of ambulatory telemetry monitoring. No pt injury was reported.